Manufacturer narrative:
Cmpl-(B)(4). Reporters email address: (B)(6).

Event description:
Signal loss over an hour.

Manufacturer narrative:
(B)(4) g1p mfg contact email: (B)(6) g1n mfg contact country code: us b1 adverse event and/or product problem - correction b5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information g1p mfg contact email - correction g1n mfg contact country code - correction g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - correction/additional information/device evaluation h3a: device evaluated by mfg - additional information h3b: evaluation included - additional information h6 codes: type of investigation - additional information h6 codes: investigation findings - additional information h6 codes: investigation conclusion - additional information h10: corrected data

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. No data was provided for evaluation. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.